Event description:
It was reported that (2) atw35 were used during a lap chole procedure. It was reported by the affiliate that the surgeon could not fire the device on the vessels due to force to fire was too high. The surgeon put some overstitch for hemostasis. Another device was used to complete the case. There was no consequence to pt.